Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2012 and found pinched tubing at valves 53d and 14a which caused the reticulocyte and differential mixing chambers to overflow. Fse replaced the tubings at valve 53d and valve14a and resolved the leak. Repair was verified per established procedures and results met published performance specifications. The root cause of the leak was pinched tubing at valves 53d and 14a. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that while running samples on their coulter lh 750 hematology analyzer, there was a leak at the area of the quick disconnect 4 and 5 on the instrument. The customer was unable to determine the source of the leak. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves at the time of the incident. No injury or exposure was reported.